Event description:
Edwards received information that a 25mm pericardial aortic valve, implanted eight (8) years, eleven (11) months, and six (6) days, was explanted due to regurgitation. Through follow up with the health care provider, it was learned this device was explanted due to calcification and was replaced with a 29mm bioprosthesis. The patient tolerated the procedure well, and was taken to the ICU in stable condition. The valve is being returned for evaluation.

Manufacturer narrative:
Device not returned. The device has not been received for evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This device was explanted from an (B)(6) year old male, after an implant duration of approximately 8 years and 11 months due to recurring stenosis and regurgitation secondary to calcification. In this case, the operative report indicates this valve was calcified. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. This patient was notes to have a history of rheumatic fever and renal insufficiency. Rheumatic heart disease (rhd) ends up affecting about half the people who have had rheumatic fever with carditis. The endocarditis in rheumatic fever is caused by an autoimmune process that affects many parts of the body in addition to the heart, and is triggered by a reaction to the streptococcal bacteria in strep throat. Most of the time, rheumatic heart disease is diagnosed 10 to 20 years after being "triggered" by acute rheumatic fever. Once rheumatic valvular disease begins, it tends to continually worsen over time. Repeated episodes of rheumatic fever can accelerate the deterioration of the patient¿s native heart valves. Overtime, rheumatic heart disease leads to heavy calcium deposits on the mitral and aortic valve. The device is anticipated to be returned for evaluation. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: free margin of all leaflets were thickened or swollen, especially near the commissures. Cusp area of all leaflets also appeared swollen and thicken. Leaflet 2 and 3 were torn along commissure 3. Leaflet 3 folded inwards near the tear at commissure 3. Free margin of the leaflets were also wavy and created gaps at the coaptation area. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest point by approximately 8mm at the outflow aspect and 4mm at the inflow aspect. Host tissue was moderate at both stent inflow and stent outflow. Minimal calcification was observed in the cusp area of leaflets 1 and 2. The x-ray demonstrated calcification and commissure 1 wireform distortion. Method: x-ray. Additional manufacturer narrative: during the examination of the valve as received, it was found that leaflet tissue was noticeably thickened and became opaque, particularly near the commissural areas. Tissue tear at the free edge was noted on leaflet 2 (l2) near commissure 3 (c3) measured approximately 2 mm in length. Tissue tear at the free edge was also observed on l3 near c3 measured approximately 6 mm in length, which appeared to lead the prolapse of the leaflet in air. Except for two small calcification nodules (one located at the free edge of l1 at middle and another at the cusp of l2 near the wire form), no appreciable tissue calcification was detected by x-ray imaging. These finding suggest the structural valvular deterioration (svd) observed in this valve was primarily non-calcific in nature. Mild host tissue growth on outflow side of the valve was noted. Moderate host fibrous tissue (pannus) growth was observed on the inflow side of the valve. The leaflet tears and thickening and pannus growth observed on this particular valve appeared to contribute to the reported aortic stenosis and regurgitation in vivo. Both calcific and non-calcific tissue degeneration are common chronic failure modes for this type of bioprosthesis. The operational mechanical stress and biological factors are generally believed to be the major contributors to this type of non-calcific bioprosthetic tissue degeneration. Although the patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed to be primarily attributable to the foreign body reaction against the implant. The patient factors (such as patient immune system, age, and other comorbidities) may also play important roles in pannus growth in bioprosthetic heart valves.